Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine device check-up, several episodes of nonsustained right ventricular oversensing. The patient denies the presence of external electromagnetic interference as a source of the oversensing. The noise was often observed to be in two signals about one second apart. The electrogram channel was programmed and the patient will continue to be followed closely.

Event description:
New information received states the device was explanted and replaced. The patient remained asymptomatic before, during, and after the device was replaced.

Event description:
New information received states a new instance of noise episodes were observed during the patients latest follow-up. The patient remains asymptomatic. Noise could not be reproduced with isometrics while the patient was in the clinic. The patient was scheduled for a right ventricular lead revision procedure. No further information is available.

Manufacturer narrative:
The reported field event of non-sustained right ventricular oversensing and noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.